Manufacturer narrative:
Baxter's qa dept has reviewed proper procedures with the home pt, in addition to referring them to their pt at-home guide for further details.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a drain cycle of her automated peritoneal dialysis therapy. Reportedly, the home pt did not clamp off an unused supply line of the homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.